Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer reported to have not duplicated the alleged malfunction. Covidien was not authorized to evaluate the device. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).